Event description:
It was reported that during preventive maintenance (pm) of the device, the pump occluder was bad. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. Multiple diligence attempts were unsuccessful for further information and part return. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.